Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than they expected, with a fill estimate of 75 units instead of the expected 270 units. The difference exceeded 30 units, but there was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to call back for troubleshooting if an active fill estimate issue occurs again, and the customer acknowledged the instructions.